Event description:
The glasses have a defect at the joint between the nasal part and the tubing.

Manufacturer narrative:
The glasses defect at joint would obstruct the flow of oxygen to the patient. This could cause the patient to lose oxygen saturation and become hypoxic.

Manufacturer narrative:
The glasses defect at joint would obstruct the flow of oxygen to the patient. This could cause the patient to lose oxygen saturation and become hypoxic. The complaint of " the glasses have a defect at the joint between the nasal part and the tubing. " regarding part 1053-7-50 was not confirmed. The root cause was not determined. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There was one other complaint regarding the same part that had a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The glasses have a defect at the joint between the nasal part and the tubing.